Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately four(4) years, six (6) months, and four (4) days, was explanted due to severe aortic stenosis and deterioration. The explanted device was replaced with a 21mm aortic valve. It was reported the patient also underwent mitral valve replacement and tricuspid valve replacement with non-edwards valves and placement of new ventricular epicardial pacemaker leak and pacemaker pocket revision. Through follow up with the health care provider, the expiration notes was provided which included the following: upon chest closure the patient de-saturated to 60%. The endotracheal tube was evaluated and had to be pulled back as it was in the wrong position. The patient remained hypoxic with pa02 39%. The chest was reopened and spo2 came up. The patient de-saturated again when the surgeon tried to close the chest. The surgeon indicated that all of the valves looked good on echocardiogram. The decision was made to leave the chest open. The patient was transferred to cticu. He was continued on sedation and intubation through scheduled chest washout on pod-3. He was taken to the or on pod-4 for ECMO. He was continued on ECMO for the rest of his hospitalization. Sedation was weaned starting pod-6 and he showed minimal to no neurologic function. Eeg and CT were unrevealing. He developed end organ dysfunction, including renal failure requiring hemodialysis and severe liver failure. Care was withdrawn on pod-15 and he expired 15 minutes after.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned to edwards for evaluation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Based on the information received the root cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.